Event description:
During the cardiomems sensor implant procedure, the sensor became embedded in soft tissue at the right femoral groin. The sensor was advanced over the 0.018" guidewire, but when it reached the pulmonary main arch, it would not advance due to looping in the right ventricle. A different guidewire was requested, but the delivery system was not easily removed through the sheath. After several removal attempts, the sensor released proximal to the sheath in the right femoral groin. Several attempts were made to snare the sensor for removal without success. An angiogram determined the sensor was in soft tissue. The patient went to the operating room, and the sensor was removed surgically. The patient experienced no adverse consequences.

Manufacturer narrative:
The following components were received in the return: one catheter assembly with hub intact and sensor removed, one returned 0.018" non-abbott guidewire, and one returned 11 fr non-abbott sheath. Visual inspection using a stereoscope system of the skiving portion of the catheter identified damage including torn skives. Visual inspection of the returned 11 fr non-abbott sheath identified some damage consistent with damage during use. Visual inspection of the non-abbott guidewire identified a slight bend at the distal tip. The event could not be reproduced and assessed for difficulty retracting due to the sensor not being returned because of prior deployment and due to the damage observed on catheter. Consequently, the investigation was unable to determine the root cause of the event. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.